Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. If additional information is received a supplemental MDR will be submitted. The intraclude device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the intraclude balloon is not totally occlusive during a procedure, the heart would fill and warm, the operative site may be obscured, and the procedure may need to convert to an open procedure. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that issues were experienced with an icf100 balloon. As reported, during a robotic mitral valve repair the surgeon noted a continuous loss of pressure in the balloon. As reported, the initial pressure was not above 400 mmhg and around 35cm3 of sterile physiologic solution was injected. The surgeon kept inflating but would keep losing pressure. The balloon was removed, and it looked fine. The surgeon put the balloon back to re-inflate and occlude and noted blood coming back from the balloon lumen: there was a tiny puncture in the balloon. The procedure was concluded under fibrillatory arrest. As reported, nurses did not notice any leak during the preparation and no deficiencies were observed in the device or the packaging before use. Per surgeon's impression the hole was not due to a puncture with a needle because it did not occurred during suturing. Reportedly, the aorta and the annulus were not calcified. Surgeon mentioned that this issue did not cause complications to the patient.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.